Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer was not properly removing air from cartridge. The customer was educated on the proper load techniques. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A manual insulin injection was administered to address bg level. Customer changed cartridge and infusion set to address the issue.